Manufacturer narrative:
During the index procedure two resolute onyx drug eluting stents were implanted in the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient is a non-smoker with a medical history of hypertension, evidence of ischemia, unstable angina. Patient race and ethnicity updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted. Approximately 2 weeks later the patient suffered patchy bilateral pulmonary alveolar and interstitial opacities most suspicious for bronchopneumonia.